Manufacturer narrative:
(B)(4).

Event description:
It was reported that the insulin pump was not starting. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.